Event description:
It was reported that the patient had a magnetic resonance image (MRI) sometime before their refill on (B)(6) 2012. There was no alleged connection between the MRI and the alarm. The patient had medication put back into the pump and the pump was restarted on (B)(6) 2012. The patient was doing ¿fine.¿ the patient heard their pump alarming again on (B)(6) 2012, but the logs had not yet been checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2009-(B)(6), explanted: unk.

Event description:
It was initially reported that the pump was alarming a double beep about every 12 hours, telemetry was not yet performed. Patient was having a lot of "different problems" including urinating herself. This started two weeks ago after patient had refill. Patient was currently in the hospital. It was later reported that an alarm was heard but the telemetry did not confirm it. Patient had refill on 2012-(B)(6), after refill, patient experienced urinating issues. Patient went to hospital because she heard an alarm and the pump was programmed to stop. It was added that at the hospital "they took out some drug and left some drug in pump". Pump started to alarm which was noted to be the tube set since the pump was stopped for more than 48 hours. Patient's urinating symptoms passed after pump was stopped. Patient was refilled on 2012-(B)(6) and the logs were normal except for the tube set, however there were no alarms in logs after 2012-(B)(6). Patient was to visit the clinic on 2012-(B)(6). An alarm test with patient was done and patient confirmed sound of alarm. Drugs delivered via the device were morphine and bupivacaine. It was later reported on 2012-(B)(6) that patient had complained of the pump alarming over the last few days. It was stated that "they are aware of the (B)(6) 2012 alarm due to the fact that the pump was stopped at this time". Pump was restarted (B)(6) 2012. No further therapy/medical problems were reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).